Event description:
Patient had three symbiq pumps fail in a short period of time. A drug was being infused and the rate could not be changed to the desired rate on either pump. Pump in question on this report exhibited a display failure. Reference MFR # 9615050-2015-00304.